Manufacturer narrative:
This type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. The device history records (documents (B)(4)), including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device: 2 years, 9 months, 4 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2018, staph aureus driveline infection was identified. Patient was on lifetime doxycycline, 6 weeks po doxycycline (stop date (B)(6) 2018) and 1 time dose IV dalvance on (B)(6) 2018. Patient was unwilling to fulfill copay amount for any IV antibiotic course, drive to outpatient infusion center, and or mopa. On (B)(6) 2018, redness noted at driveline exit site, culture, fungal acid-fast bacteria (afb) was sent. Patient was started on lifetime keflex 500mg 4 times a day (qid). No further information was provided.